Event description:
It was reported that patient underwent a revision surgery on (B)(6), 2019 due to pain caused by anchor migration which was initially implanted on (B)(6), 2018. No other patient harm was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was received and evaluated by cayenne engineering. Upon evaluation, no problem was found with the device. Root cause was unable to be determined. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported that patient underwent a revision surgery on (B)(6) 2019 due to pain caused by anchor migration which was initially implanted on (B)(6) 2018. No other patient harm was reported.